Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: during investigation, there was no moisture/corrosion observed in the battery compartment. There was no damage found to the returned battery cap or battery compartment. The returned battery cap was able to fully tighten to the pump and power on. There was no evidence of a short battery life observed in the black box. The black box showed several low battery alarms due to the user not changing the battery after a low battery warning. The pump¿s current draws measured within specification. A ¿battery life¿ issue was not duplicated during investigation. The pump cover was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.